Event description:
After placement of a stent, physician used pronto v4 to aspirate. The device became stuck on the stent, and when physician pulled hard to dislodge the device, the tip of device separated. Attempts to retrieve the tip were unsuccessful, and the tip was left in an abandoned vessel. The patient's heart function was not affected and no harm to the patient was reported.